Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. No moisture damage on motor assembly during visual inspection. Unable to confirm keypad anomaly due to blank display. However corroded keypad traces noted during visual inspection. Scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.